Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code, syringe plunger sensor. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that non-original equipment manufacturer seals were found on the pump upon receipt, the carriage was broken, and the plunger case seal and battery were missing. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the check syringe plunger sensor error was found upon power up. Root cause of the reported issue is attributed to incorrect assembly of the timing plates by the customer. Reassembled the plunger assembly, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.